Event description:
It was reported that the customer experienced occlusion alarms. The customer's blood glucose (bg) level was 532 mg/dl. Elevated bg was addressed by correction bolus via pump. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin.